Event description:
Constellation unit would not maintain pressure.======================manufacturer response for constellation vitrectomy unit, constellation (per site reporter).======================company has replaced the software in the past, as we have experienced multiple problems with the units freezing up during procedures. Software upgrade did not fix the problems. Several surgeons will no longer use the alcon units and have returned to using units in place prior to the alcon acquisition.